Event description:
New information noted the right ventricular lead was explanted, and new lead was implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interoperation it was noted that the right ventricular (rv) lead was exhibiting low pacing impedance, under-sensing, noise and loss of capture. Lead was inactivated using programming changes. The patient was in stable condition.